Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damaged occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending (lad) artery. A 24mm x 3.50mm taxus¿ element¿ stent was selected to treat the lesion. A non bsc guidewire crossed the lesion and then thrombus suction was performed using a thrombus suction catheter. Predilatation was performed with a non bsc balloon catheter and the taxus¿ element¿ stent was advanced but did not cross the lesion. The device was removed from the patient and it was noticed that a part of the strut on the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status good.